Event description:
Bi-pap equipment was not working correctly. They turned off the heater to look at machine. Circuit had melted. It did not appear burned or charred. The patient was placed on o2 until bipap and circuit could be changed. Patient was not harmed. The bipap was tested and found to be in good working order without problems. The heater worked appropriately without difficulty. The electric wall circuit was checked and the current was appropriate without any problems.